Event description:
A customer has a problem with a catheter. The customer stated that the balloon was inflated prior to insertion without incident and then inserted into patient. After inflation at approximatley 2cc, the balloon ruptured. The catheter was successfully removed and a new foley was inserted yeilding bloody urine.